Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * if possible, can you identify the lot number of the product used? --unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former labeled, a detached needle and suture were received for analysis. The product code is vcp493h. During a visual inspection of the returned sample. The swage and attachment area was noted as expected. The hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the ends were observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, a photo was provided showing three pieces that pertain to code vcp493h. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.